Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 155 mg/dl. The customer stated, she went to give herself a bolus and found that none of the buttons were responding. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to unlocked connector at the lcd board. The insulin pump has cracked case at display window corners, minor scratched lcd window and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.